Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was reported that the customer experienced a low blood glucose (bg) level ranging from 30-167 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use pump for insulin therapy.